Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the lift was wobbly. The problem is that the handle is disengaging when they have a resident in the lift and you are pulling them out from the bed. The handle disengages and then the legs comes back in fairly fast and the lift gets wobbly. The lift was wobbling while it was in use and the lift tipped over while it was in use, end user was not injured. The certified nurse assistant was injured; the gentleman was off of work 2 days and had x-rays completed on his leg. No medical paperwork or diagnosis has been made at this time for injury. No further info provided.